Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle porta the lid was found to have a molding defect preventing it from closing securely. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about defective lids. During inspection at the customer's side, one lid was found to have a remnant of the molding at its claw. When checking other products, the staff discovered the same issue in some of them. This molding defect was further found to prevent the lid from shutting properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation: pictures were received showing the reported defect. The DHR review process cannot be performed since there was no lot number provided. Also, a review of the ncmr¿s was performed and the result showed there were no issues reported like broken or damaged lids for the same part number (305487) throughout the last twelve months. According to the photos received from customer, it can be seeing the following: a piece of mold insert is stuck between the skirt of the lid, which means it broke causing an obstruction by excess of material. Because of the obstruction generated by the broken insert, the lid was not able to close, affecting the functionality (unable to assemble properly). Under this evidence, we can determine this issue as manufacturing related since this kind of issues are generated during the injection molding process. As part of this investigation it was noticed that line clearance process was not performed correctly at the time to detect the broken insert omitting some pieces with the excess of material. In addition, the repair records of this mold were verified and confirmed that mold insert was replaced by tool room department and pieces were inspected by quality department and found in compliance to buy specification after the repairment.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle porta the lid was found to have a molding defect preventing it from closing securely. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about defective lids. During inspection at the customer's side, one lid was found to have a remnant of the molding at its claw. When checking other products, the staff discovered the same issue in some of them. This molding defect was further found to prevent the lid from shutting properly.